Manufacturer narrative:
Method - mechanical tests, static - tension or compression failure. Other - molded component lack mechanical integrity. Inari's evaluation determined that the flowtriever's injection molded tip fractured resulting in a small fragment being left in the pulmonary vasculature. The molded tip is comprised ot pebax 5533, a thermoplastic elastomer, compounded with radiopaque tungsten. The fracture likely occurred as the flowtriever was advanced along the guidewire possibly over a curve that applied stress to the tip. The visual appearance of the failed tip suggested that it was improperly molded lessening the structure strength of the part. The adhesive bond joining the molded tip to the flowtriever catheter did not fail.

Event description:
The incident occurred on (B)(6) 2015 involving a (B)(6) female pt with thrombus in the right pulmonary artery (pa) and mild right ventricle dilation. An inari flowtriever catheter, model 10-103, was advanced through a pre-placed inari aspiration guide catheter to a location just distal of the clot in the right pa. Prior to the deployment of the flowtriever's nitinol disks, the physician noted a detached fragment on fluoroscopy. The physician aborted the procedures and removed the flowtriever device leaving the approximately 7 mm fragment to embolize more distally in the pulmonary vasculature. Anticoagulants were administered as it post-operative standard of care. The following day the physician reported the pt was doing fine and her prognosis had not changed as a result of the detached fragment. (B)(6) 2015 - per dr ross, pt was doing fine and had been discharged 2 days after aborted procedure.